Event description:
It was reported that the patient experienced difficulty charging her implantable neurostimulator (ins). It was noted the last recharge occurred four days prior, but the patient did not recall if the recharger displayed the "fully recharged" icon. The patient was attempting to recharge the ins over her clothes and was instructed to charge directly over the skin. The "antenna locate" feature was used, but the highest value the patient saw was 40. When pressure was applied on the ins with the recharger, six coupling bars were seen. The patient reported the ins felt "different from when she got the implant." No falls or weight change were reported, but the patient did have the flu over the weekend, and she had been turning in bed. Additional information was received from the company representative that indicated the patient had a pocket revision on (B)(6) 2012. The patient outcome was good and the patient was back to her old self again. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2012 (B)(6), explanted: na, product typ lead product ID (B)(4), serial# (B)(4), implanted: 2012 (B)(6), explanted: na, product typ lead product ID (B)(4), serial# (B)(4), product typ recharger product ID (B)(4), serial# (B)(4), product typ programmer, patient. (B)(4).